Manufacturer narrative:
The returned device was evaluated and damage was found to the exposed portion of the soft cannula. Fluid was found diverting through a hole in the damaged portion of the soft cannula upon manual rotation of the ratchet gear. It is unknown when or how the damaged occurred to the soft cannula. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to 400 mg/dl.